Event description:
The pump was returned because the prime/rewind step does not work. Evaluation revealed that the force sensor is out of calibration. This report is made based on the evaluation results.

Manufacturer narrative:
The pump was returned to animas for evaluation. The product was evaluated by product analysis on 04/28/2011. A review of pump history revealed several losses of primes due to high force associated with confirmed occlusions. Evaluation revealed that the force sensor was measured at a high resistance. Correction #: 2531779-03/24/2010-003-r.